Manufacturer narrative:
Integra has completed their internal investigation on november 3, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; no highlighted issue. The instrument is compliant with the manufacturing specifications. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; there is no manufacturing or material defect. No adverse trend. Conclusion: the product sample met specification requirements.

Event description:
Other mfg report numbers: 2523190-2016-00190; 2523190-2016-00192; 2523190-2016-00193 it was reported that during a procedure involving electrocoagulation of the mesentery, the device stop working. The product was in contact with the patient, causing an injury. The event did not lead to surgical delay. No further information available.